Event description:
The caller alleged discrepant results when compared with lab results reported as follows: date 2008; ID patient 1; inratio 5.5; lab: 6.2. Date 2008; ID pt 2; inratio 0.9; lab 1.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test and lab results provided by end-user at time complaint was filed: date ID inratio lab mean. Confident limit. 2008, patient 1- 5.5; 6.2; 5.85 not within the confident limit. 2008 patient 2- 0.9; 1.9 1.4 ;1.1-1.9. The patient 1 with inratio and lab value both the values are greater than 5.0. So they are not within the confident limit as per our internal procedure. Product will be investigated. For patient #2 the inration value is not in confident limit and the lab value is within confident limit. Also as per internal procedure section 8.3.3 if the time elapsed three hours there is high possibility that the discrepancies are due to changes in the status of the patient. Product will be investigated.